Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a hyperglycemia with the blood glucose value of 880 mg/dl and diabetes ketoacidosis. It was unknown whether the customer was using auto mode or not and whether the customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was went to ems. No harm requiring medical intervention was reported. Troubleshooting was not performed because the customer was declined and the information was not sufficient. The customer will continue the use of the device and the pump will not be returned for analysis.

Manufacturer narrative:
S.w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged visit to emergency room/was hospitalized for high bgs and dka found on 22-dec-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged transmitter charging anomaly, calibration requests anomaly, battery anomalies, unexpected pump reset/lost settings and high bgs/dka found on 01-jan-2023. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump was monitored, no battery anomalies, unexpected pump reset/lost settings noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were noted. No battery anomalies, unexpected pump reset/lost settings or power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/10/2023 to 07/20/2023. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of 01-jan-2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 22-dec-2022 and 01-jan-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates 22-dec-2022 and 01-jan-2023 in the formatted history file.  Unable to verify transmitter charging anomaly due to pump was received without the original transmitter. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No calibration requests anomaly or unexpected sensor errors or anomalies were noted during testing. No pump/sensor communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Transmitter charging anomaly was unknown. Calibration requests anomaly, battery anomalies and unexpected pump reset/lost settings were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.